Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality controls (qc) recovered within acceptable ranges before the discordant result was obtained. The customer ran a precision study, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced and aligned the reagent 3 (r3) and sample 2 (s2) mixers. To confirm proper operation, the cse ran a precision test using patient samples and qc on the instrument. The results recovered acceptably. Siemens further investigated the issue and determined that the need for routine service potentially contributed to the discordant, falsely depressed co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant patient result was not reported to the physician. The sample was repeated twice on two alternate dimension vista instruments. The repeat results were higher than the discordant result. One of the repeat results was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.